Event description:
It was reported that during the implant procedure of a right ventricle leadless pacemaker (rvlp) that while repositioning it was found that the helix of the rvlp was bent. The rvlp was not used and the physician elected to complete the procedure with a different rvlp. The patient was stable following the procedure.